Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation- single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported recurrent mitral valve insufficiency/ regurgitation (mr) and dyspnea appear to be a cascading effect of the reported slda. Mr and dyspnea are listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient was readmitted and additional mitraclip procedure was performed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
On (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and thin leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade <1 post procedure. On (B)(6) 2026, a single leaflet device attachment(slda) occurred from the posterior leaflet. Recurrent mr of grade 3-4 was reported. Patient returned symptomatic with dyspnea. On (B)(6) 2026, a re-intervention procedure was performed. One mitraclip was deployed at medial region and another mitraclip was implanted at lateral region. The mr was reduced to grade 1+ post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.